Event description:
The incorrect expiration date was printed on the strip vial packaging. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.